Event description:
Consumer was using the gum post operation toothbrush and on the first use, some of the bristles started to fall out while he was brushing his teeth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.